Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege a meridian filter was deployed successfully prior to lap-band removal surgery. Allegedly, three days post deployment, patient went to the emergency department with complaints of abdominal pain. A CT scan allegedly demonstrated the filter within the abdomen. No deficiencies were noted. An ultrasound identified a small amount of free fluid in the right pelvis. Allegedly, the filter was successfully removed six days after implantation. A venacavogram allegedly showed a widely patent inferior vena cava without evidence of perforation. The filter was allegedly well aligned with the inferior vena cava without evidence of kinking or malpositioning. As no alleged deficiency was reported within the medical records, the investigation is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications pain. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient had an inferior vena cava filter deployed successfully via the right internal jugular vein prior to lap-band removal surgery. Three days post ivc filter deployment, the patient presented to the emergency department with complaints of abdominal pain concerned it could be related to the filter. Physician spoke with surgeon who stated the filter is not likely to cause pain unless it ¿migrates or perforates¿, and if there was perforation the patient would be hemodynamically unstable. CT scan revealed the filter was still within the abdomen. A pelvic ultrasound was performed and demonstrated a small amount of free fluid in the right pelvis. The patient was discharged from the hospital four days post ivc filter deployment with no source of abdominal pain identified. The patient returned to the emergency department four days post ivc filter deployment with complaints of abdominal pain. During the patient¿s h&p, the physician stated the filter was placed through the right internal jugular vein, but this pain may be related to the ivc filter. The patient was scheduled for an urgent removal of the lap-band and access port five days post filter deployment. There was no erosion of slippage of the lap-band and the device was removed without difficulty. The patient was transferred to the recovery room in stable condition. Six days post filter deployment, the patient was scheduled for retrieval of the filter. A venocavogram demonstrated a patent ivc without evidence of perforation. The filter was well aligned without evidence of kinking or malposition. The filter was retrieved successfully. One day post ivc filter retrieval, an ultrasound was performed of the left upper extremity with no evidence of deep vein thrombosis. Two days post ivc filter retrieval, an ultrasound of the left lower extremity was performed with no evidence of left lower extremity dvt. The patient was discharged from the hospital two days post ivc filter retrieval. Ivc filter placement and removal ((B)(6)); varicous vein stripping x 2 ((B)(6)); c-section x 1. Allergies: metoclopramide hcl, vancomycin, levaquin, moexipril. (B)(6). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported an inferior vena cava filter was deployed successfully via the jugular vein prior to a scheduled lap-band removal surgery. Three days post ivc filter deployment the patient presented to the emergency department with complaints of abdominal pain and concerned the pain was related to the filter. The patient was discharged from the hospital the following day with no source of abdominal pain identified. The patient returned to the emergency department four days post ivc filter deployment with complaints of abdominal pain. The physician stated the filter was deployed via the jugular vein, but thought the pain may be related to the ivc filter. The patient was scheduled for urgent removal of the lap-band and access port five days post ivc filter deployment. Six days post filter deployment, the patient was scheduled for retrieval of the filter. Vena cava gram performed demonstrated a patent ivc without evidence of perforation and the filter in good position. The ivc filter was retrieved successfully. The patient was discharged from the hospital two days post ivc filter retrieval.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical record was provided and reviewed. Approximately eight months post filter deployment, patient was scheduled for ivc filter retrieval. A vena cavagram demonstrated a slightly tilted filter in the infrarenal ivc. Attempts were made to snare the filter hook multiple times but were unsuccessful. A more selective venogram at the filter tip demonstrated filling defects surrounding the filter hook, indicating presence of a fibrin thrombus at the filter tip and the hook abutting the vessel wall. After multiple angioplasties, some separation between the filter tip and the vessel wall was observed. Subsequently, the filter was retrieved successfully. Approximately two years later, another ivc filter was implanted and was retrieved successfully. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare and retrieval cone but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported an inferior vena cava filter was deployed successfully via the jugular vein prior to a scheduled lap-band removal surgery. Three days post ivc filter deployment the patient presented to the emergency department with complaints of abdominal pain and concerned the pain was related to the filter. The patient was discharged from the hospital the following day with no source of abdominal pain identified. The patient returned to the emergency department four days post ivc filter deployment with complaints of abdominal pain. The physician stated the filter was deployed via the jugular vein, but thought the pain may be related to the ivc filter. The patient was scheduled for urgent removal of the lap-band and access port five days post ivc filter deployment. Six days post filter deployment, the patient was scheduled for retrieval of the filter. Vena cava gram performed demonstrated a patent ivc without evidence of perforation and the filter in good position. The ivc filter was retrieved successfully. The patient was discharged from the hospital two days post ivc filter retrieval. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc with fibrin thrombus at the filter tip and was difficult to remove. The device was removed percutaneously. The current status of the patient is unknown.